Manufacturer narrative:
The device was manufactured 09/19/2016-09/23/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater pressure leaking testing was performed with no issues noted. A visual inspection was performed which identified a crack at the top of the cap above the outside finger ridges. The device was found to be outside specification, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, a crack was found at the top of the cap. There was no patient involvement. No additional information is available.